Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire and had no motor sound on the firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch #580d38. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with handle shroud damaged and with no reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. In addition, the knife driver bar would keep moving and protrude from joint area when the firing trigger close. No further functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation connector was noted to be broken. No conclusion could be reached as to what caused the articulation connector damaged. It is possible that the damage on the handle shrouds was due to improper handling of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a98729, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 580d38, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.